Event description:
Md arrived at pt's bedside and ventilator #14 was not giving pt tidal volume and was making "clicking" noise. Md tried to give pt a manual breath but the ventilator would not give a breath. The pt was immediately taken off of the ventilator and bagged by md w/ 100% fi02. The pts sats were 97%. Rptr reviewed the ventilator and found it to be malfunctioning. The ventilator was taken out of the room and replaced. The pt was placed back to original ventilator settings and was in no distress.